Manufacturer narrative:
D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. E1. Initial reporter phone: (B)(6). The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto 3 system and observed a map shift with no error message, no cardioversion prior to the map shift and the patient did not move before detecting the shift. Initially it was reported that there was a map shift but the system did not detect them on the 6th of may during pulmonary vein isolation (pvi). No harm on the patient. Managed to finish by creating a new map. Additional information was received on 20-may-2026. No error. Map shift was noticed when the physician could no longer enter the vein that he had previously mapped. They then remapped and saw that the anatomy, when overlapped, had gone a few mm up. The issue was seen during the ablation phase. The approximate difference in map location before and after map shift was 5-7mm. The physician did not perform cardioversion prior to the map shift. The patient did not move before detecting the shift. The patient did not cough before detecting the shift. There were no changes in the patient's breathing or ventilation before the map shift that would account for this changing in the map. The patient's head was not raised or repositioned on the pillow. The patient's arm did not move. The map shift issue was originally considered non-reportable, however, bwi became aware on 20-may-2026 of the map shift with no error message, no cardioversion prior to the map shift and the patient did not move before detecting the shift and have reassessed the map shift issue as reportable. The awareness date for this record is 20-may-2026.